Event description:
It was reported that unacceptable thresholds and lead dislodgment were observed. Further information noted the helix would no longer extend or retract after the lead dislodged twice. The lead was removed and replaced one day post-implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. The lead was received with the helix fully retracted, with blood and tissue on it, and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector, indicating explant damage. The proximal conductor was also distorted.